Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified upper arm. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon became stuck on the guidewire. The balloon catheter and guidewire were ultimately able to be removed separately from the patient, and the procedure was completed with a different device. There were no patient complication as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling under the strain relief. Microscopic examination revealed no additional damage. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified upper arm. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon became stuck on the guidewire. The balloon catheter and guidewire were ultimately able to be removed separately from the patient, and the procedure was completed with a different device. There were no patient complication as a result of this event.